Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead , lot#: unknown. Product type: lead. Report source: (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient¿has felt the battery going out on a number of occasions without him touching his programmer. The patient experienced loss of paresthesia. If no stimulation was felt, it didn't matter if the stimulation was set higher or lower. The battery was checked via tablet and noticed high impedances on electrodes 0-5 and 8. It was noted that the patient has¿ 2 quad leads and 1 octad lead. The mdt data and the report from the tablet showed one occasion where the battery was almost fully depleted and impedances of >10,000 ohms on all electrodes. It was noted that the patient has not recently fallen. The action taken to resolve was the device was reprogrammed for now. A lead revision will be scheduled. The event resolved.